Manufacturer narrative:
Electrothermal lymphatic sealing (ligasuretm) versus conventional hand-tie ligation for control of perivascular lymphatics in kidney transplant recipients: a mixed prospectiveretrospective cohort study. Eunju jang, ki yoon moon, sang seob yun, and sun cheol park. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, there was a prospective study to validate the safety and efficacy of ligasure exact for lymphatic sealing in kidney transplant recipients. There were 100 patients enrolled that underwent kidney transplant from april 2023 to december 2024. Of those patients, 51 received postop packed red cell (rbc) transfusions, and only 1 patient experienced a lymphocele requiring percutaneous drainage.